Event description:
On (B)(6) 2022, the customer reported that the permanent sensor loss alert was not issued as expected.

Manufacturer narrative:
Bigfoot conducted a thorough investigation. Data logs from the patient's unity system were reviewed and showed that the bigfoot unity app did not display the correct message ("sensor unavailable - glucose alerts unavailable . Start new sensor") when sensor became unavailable due to permanent loss error, but instead showed "sensor unavailable - bring app in range of sensor and turn bluetooth on. Replace sensor if necessary". All pertinent information available to bigfoot has been submitted.